Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory on 17july2020 and investigated on 20jul2020. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The heater wire was observed to be bent, twisted and completely flexed away from the hot jaw, with detachment at the tip but remained attached at the base of the hot jaw. The silicone insulation was observed to be peeled on the tip of the hot jaw with no detachment. Gray silicone insulation shavings were observed on the tip of the heater wire. Based on the condition of the device as found, the reported complaint was confirmed for reported failure ¿material twisted/bent; wire" and confirmed for the analyzed failure "peeled; jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 cauterizing wire was not attached. The heater wire did detach from the front but was still attached in the crux of the jaw so it was not lost into the patient, and there was no patient effect. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 cauterizing wire was not attached. The heater wire did detach from the front but was still attached in the crux of the jaw so it was not lost into the patient, and there was no patient effect. A replacement device was used to complete the procedure.